Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was no longer holding a prime and "does not hold the amount of insulin in the cartridge". It was noted that the issues persisted after performing rewind, load, and prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: a review of the pump¿s black box history showed that multiple loss of prime warnings associated with power reboots, auto-off events, and cartridge changes were observed. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime or prime related warnings occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no defects were found to the force sensor pins or solder connections. There was no evidence of cracked force sensor traces and no evidence of moisture or loose components observed. The complaint that ¿the pump was no longer holding a prime¿ was not able to be duplicated during investigation. No defects were found.